Event description:
The patient was being treated for a sidewall aneurysm in the paraclinoid / ophthalmic artery. During the procedure it was noted that a loop of coil was protruding from the aneurysm neck and a thrombus formed in association with the loop. It was not disclosed which coil was associated with this event. "The event, which was not considered serious by the physician, was attributed to the index procedure, target aneurysm, and highly probably related to the device. The physician indicated there was no device malfunction or product nonconformity." There was no reported action taken as a result of this event and it is considered "resolved with no residual effects" by the physician.